Event description:
Device 1 of 3: MFR reference report: 1627487-2019-01407, and 1627487-2019-01408. Further follow-up indicates that the patient did not have an infection, but was experiencing a head wound healing issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported an infection was present in the patient's right-frontal lobe. The full system was explanted on (B)(6) 2018. Further follow-up is pending.

Manufacturer narrative:
Results and conclusion codes corrected.

Event description:
Device 1 of 3: MFR. Reference report: 1627487-2019-01407, and 1627487-2019-01408.

Event description:
Device 1 of 3: MFR reference report: 1627487-2019-01407, and 1627487-2019-01408. It was reported that the wound issue is resolved.